Event description:
Co was served with a copy of summons and complaint. After a uretroscopy procedure in which flexible ureteroscope was used, pt allegedly sustained various infections and problems, such as pseudomonas, urinary tract and kidney infection etc.